Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation. Is still in process. (B)(4).

Event description:
Report received from USA stating that the device had an "air leak." It is known that the device was not used in surgery. It is not known if injuries or medical intervention occurred. There was no additional info provided.